Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Bent damage was presented on cannula shaft of returned device and the cannula cap damaged. Fire testing was not conducted because cannula was bent damage; it caused the internal cannula components to not slide properly. As per instrument condition, it seems that the device was mishandled (application of excessive force) at an unknown point and cannula was damaged. In addition, the ratchet pawl was found excessive wear and tear.

Event description:
It was reported that the patient underwent an inguinal herniorrhaphy procedure and absorbable straps were used. It was found that the cannula cap was damaged. There were no adverse consequences for the patient reported.